Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5.5mm to occlude the vessel. The stent delivery catheter was inserted into the pt and before the stent was deployed the occlusion balloon deflated unexpectedly. The physician continued the case without protection of the vessel. The physician placed the stent in the vessel successfully. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel, and was able to remove particulate from the vessel. The pt is reported to be fine.